Event description:
The rptr stated that they did meter to lab comparison tests, within 10 minutes of each other. The meter capillary test was 425 mg/dl, and the venous lab test result was 310 mg/dl. They did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the rptr states that they had no problems with strip insertion or blood application when testing. No harm was alleged.